Event description:
Patient was implanted with lcp extra-articular distal humerus plate construct, on (B)(6) 2012, for a left arm distal humerus fracture. Patient returned to the surgeon for a follow-up visit. X-rays on (B)(6) 2012, confirmed four (4) screw heads for the 3.5mm cortical screw broke from the screw shaft post-operative. Plate is intact. Surgeon does not have any plans on revising the patient at the time and will wait to see if patient's fracture will heal without revision. This is 1 of 5 reports for this event.

Manufacturer narrative:
Without a lot number the device history records could not be completed. The investigation could not be completed, no conclusions could be drawn, as no product was returned.